Manufacturer narrative:
Received only the catheter connected to the sample port. The sample was evaluated and observed the catheter was broken on the inflation funnel. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looks like the shaft was pulled with external forced that could cause the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. The following dimensions were found: 1st piece (catheter shaft) - 39 cm long, 2nd piece - 5.5cm long from tip. The reported event was confirmed as use-related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not pull the catheter hard. [The bladder/urethra may be injured.]" (B)(4).

Event description:
It was reported that one day after placement the catheter broke as the patient pulled it out. The complainant also mentioned that symptoms of dementia were observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one day after placement the catheter broke as the patient pulled it out. The complainant also mentioned that symptoms of dementia were observed.